Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported patient mentioned blood soaked bandage. She would have a follow up appointment with the physician about this issue. Patient also stated being out of it. Patient also stated she had a lot of pain in her back. Patient reported that her daughter believed she had a bladder infection. No further symptoms reported. No complications reported.